Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the keypad button symbols were found to be worn; however, no damage was observed to the keypad cover. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. There was evidence of contamination found under the contrast key contact. Unrelated to the complaint , evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was fully intact; no damage was observed. The audio bolus button cover was removed and moisture was found on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad buttons were slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.